Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111, 4114 and 3331. H6: investigation findings code was added: 171 and 111. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive the reported implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did submit one (1) image for the reported event. Further evaluation of the customer's image / picture could not identified the lot / item number listed on the outer vial. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is mishandling of packaging outside of zimvie control. Therefore, based on the available information, packaging malfunction could not be verified. Even though the customer provided a picture of the cracked cap, the product ID and lot number are not visible. Without device receipt, the reported event was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). It is unknown if the device packaging will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the doctor received an implant and the product had a partially opened outer plastic container lid. In addition, the green cap of the outer vial was cracked. The inner vial was slipped out on hand from the outer vial. Since the osteotomy was ready and the doctor didn't have a new unit for the patient. The doctor decided to use the implant. The doctor was concerned about risk of infection to the patient.